Event description:
My ankle has been damaged many times over my life to the point that there was no cartilage left in the joint. My options were fusion or an artificial ankle. The tornier ankle implant was put in and almost immediately I could feel movement between the ankle and bone. Doctor (B)(6) could not see in the x-rays what was going on and after continued worsening of the problem over 3 years he refered me to doctors (B)(6). Doctor (B)(6) was able to tell that the bone was dying and rotting away from the upper implanted piece. After removal and fusing of the ankle, the implant was inspected under an electron scanning microscope and it was determined that the implant was manufactured out of specifications which would not allow the bone to grow into the surface of the pieces.